Event description:
The patient had a ruptured basilar tip aneurysm and was having a cerebral angiogram with coil embolization of aneurysm with balloon remodeling. The detachment controller device failed, and had to be replaced. The patient was not injured.